Event description:
The pump and catheter were returned without a complaint. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The devices underwent routine analysis. Interrogation of the pump upon receipt indicated that the pump was delivering fentanyl (2,000.0 mcg/ml at 700.2 mcg/day), bupivacaine (20.0 mg/ml at 7.002 mg/day), and hydromorphone (8.3 mg/ ml at 2.9057 mg/day).

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 03-sep-2016, UDI#: (B)(4) h3 ¿ analysis of the catheter found ¿catheter body ¿ kink observed.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.